Manufacturer narrative:
Supplemental report. Sections have been updated with new information. The device was returned and evaluated. It was confirmed that the microtip needle had separated from the rest of the handpiece. Due to the state in which the device was received, functional testing could not be performed. The fracture site did not indicate a specific cause for the failure. Disassembly of the device did not reveal any further anomalies or defects.

Manufacturer narrative:
The actual device involved in this incident has not been returned for evaluation and testing. We will submit a follow up report including the summary of evaluation if we were to receive the actual device.

Event description:
Per the reported information, while the doctor was performing a procedure of a tenotomy on achilles tendonitis with a tenex handpiece (tx microtip), the tx microtip broke off at the base of the handpiece. The procedure was completed by using another tenex handpiece. It was reported that very light pressure applied during the procedure and no unusual circumstances to cause the breakage. There have been no reported patient injury or adverse event resulting from this incident.